Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) ruptured in a patient during therapy. They were unable to retrieve it. There was no reported injury or harm to the patient.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) ruptured in a patient during therapy. They were unable to retrieve it. On (B)(6) 2017 the manufacturer was made aware that there was an injury to the patient requiring surgical removal of the iab.